Manufacturer narrative:
Additional information: section h10: narrative text. Corrected information: section d1: brand name; section d4: model number. Please reference related manufacturer report no: 2015691-2020-10181, related manufacturer report no: 2015691-2020-10182, and related manufacturer report no: 2015691-2020-10184.

Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used, edwards sapien xt transcatheter heart valve, PMA p130009, or edwards sapien 3 transcatheter heart valve, PMA p140031. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr. Expandable sheath, an 18fr. Expandable sheath, or a 20fr expandable sheath used for transfemoral deployment of the sapien xt valve, is 6.0mm, 6.5mm and 7.0mm respectively. The minimum required vessel diameter for a 14fr. Esheath, or a 16fr esheath used for transfemoral deployment of the sapien 3 valve, is 5.5mm, and 6.0mm respectively. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Although the exact type of vascular complication was not provided as the author was vague, investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (access vessel minimum luminal diameter, degree of vascular calcification, degree of vascular tortuosity) may have contributed to the reported vascular complications. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Faurie, b., souteyrand, g., staat, p., godin, m., caussin, c., van belle, e., mangin, l., meyer, p., dumonteil, n., abdellaoui, m., monségu, j., durand-zaleski, I., lefèvre, t., easy tavi investigators. Left ventricular rapid pacing via the valve delivery guidewire in transcatheter aortic valve replacement (2019). Jacc: cardiovascular interventions. Https://www.sciencedirect.com/science/article/pii/s1936879819319910. This is one of four manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article, ¿left ventricular rapid pacing via the valve delivery guidewire in transcatheter aortic valve replacement¿, between may 2017 and may 2018, 303 randomized patients underwent aortic valve replacement procedures using the sapien 3 or sapien xt valves by transfemoral approach. Vascular complications occurred in 19 patients. Of these, 9 complications were reported to be ¿arterial¿. Information regarding the type and degree of vascular complication and the actions required was not provided.